Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that catheter shaft break occurred. A 8mm x 3.50mm nc quantum apex balloon catheter was selected and advanced into the unspecified guide catheter. Upon insertion into the unspecified guide catheter outside the patient, it was noticed that the shaft got kinked and snapped off. The physician believes it had been slightly bent just in front of the plastic strain relief and thinks it was mishandled when being prepped. The device was then not used on the patient and completed the procedure with a different device. No patient complications were reported and the patient's status was stable.